Event description:
It was reported that this pacemaker reported an alert that was detected for right ventricular automatic threshold (rvat) test due to low evoked response (ER). Technical services (ts) was consulted due to a manual test was completed successfully. Ts discussed the rvat test and advised there were no issues observed with the right ventricular (rv) lead. The pacing impedance was noted to be at 647 ohms. At this time, this device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).